Manufacturer narrative:
Consumer posted a comment on facebook.com. No additional follow up is to expected with the complaint file and the complaint will be closed internally.

Event description:
The following comment was left on an (B)(4). Inteliswab facebook post: (B)(6), (B)(6), this test is not accurate at all. I have 2 different rapid test. This test said negative and other test said positive. Pcr confirmed positive too'.

Event description:
The following comment was left on an orasure technologies, inc. Inteliswab facebook post: rina chu. 'Barb baruth palla this test is not accurate at all. I have 2 different rapid test. This test said negative and other test said positive. Pcr confirmed positive too'.